Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .024 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of the bending remains overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the pitch cable was broken at the proximal clevis hub. The cable crimp was still intact. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument tip was bad prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.